Event description:
It was reported that a volume inaccuracy was experienced. Under-infuses. Failed during testing.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. During visual inspection the downstream sensor seal is found to be bubbled, replaced bent latch lock. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: d4: correction: model number: 2120.